Event description:
It was reported that a patient underwent a total abdominal hysterectomy about four months ago. During the procedure, thrombin platelet gel was applied to the abdomen, then absorbable adhesion barrier was applied into the abdomen, and then the abdomen was irrigated and closed. Ten days after the surgery, the patient reported pain. The patient's abdomen was re-opened four months after the surgery. "Blackened tissue, melted fat, and tissue adhesion everywhere" were found in the abdomen. The absorbable adhesion barrier "was embedded in the 'sub-q' tissue". No further information was available.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.